Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on posterior. A visual and microscopic analysis was performed which identified sharp opening, crease fold and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening, for the wear abrasion in the shell.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown and "seroma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and late seroma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reasons for reoperation were rupture, capsular contracture, baker grade unknown, and seroma. These are known potential adverse events addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown and "seroma." Device has been explanted.